Event description:
Nano entek product adam r-wbc standard bead solution was sent to our facility with the incorrect package insert. The testing parameters had changed, and that change was detected by a tech performing pre-qualification check in steps. The company sent package insert version v2.7 and it should have been v2.8.